Event description:
It is reported that the pt is experiencing mild iliopsoas tendinitis which is affecting some flexion and hyperflexion activities.

Manufacturer narrative:
Evaluation summary: primary surgical notes were received and no complications were noted. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. It was also noted that there was a tight anterior capsule during the primary procedure that possible could be contributing to the pts discomfort. However, a definitive cause for the experience observed cannot be determined with certainty. Evaluation: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.